Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital due to bacterial endocarditis with redness, discharge, infection and erosion at the device site. Initially, patient went to another medical facility for complaints of severe shortness of breath and fatigue. Previously, in (B)(6) 2023, patient was diagnosed with right ventricular (rv) lead vegetation. However, there was no available lab or diagnostic testing history available at that time. The vegetation was visualized with echocardiography on the right ventricular lead at the treatment facility. The implantable cardioverter defibrillator (ICD), right atrial lead, right ventricular lead and left ventricular lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Manufacturer narrative:
Correction: d9 section: previously mentioned dates in date returned to manufacturer (d9) should be 19 dec 2024, instead of 8 jan 2025.